Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Nurse reported via phone call that the customer was admitted to the emergency room with high blood glucose levels. Customer's blood glucose level at the time of the incident was 408 mg/dl. The customer was hospitalized as a result of the high blood glucose and had the insulin pump on them when they were admitted to the emergency room. The insulin pump was not on when the customer went to the hospital. Nurse advised that the customer stated the insulin pump had been shutting off. Alarm history was checked and there had been no alarms. The customer did have a no delivery alarm on (B)(6) 2015. The customer did not feel good enough to do troubleshooting for high blood glucose or anything else. Customer was advised to call back so troubleshooting can be performed.